Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: air and water could not be supplied at all due to nozzle clogging; the curved rubber bond was cracked; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the watertightness of the up/down knob was not maintained; there was a strange noise from the up/down knob; the scope connector was corroded due to handling; the air/water supply cap (water pipe) was loose; discoloration of the illumination lens, objective lens and operation part; wrinkles in the insertion tube; the air and water supply cylinders and the suction cylinder were corroded; and scratches were found on multiple locations of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera colonovideoscope could not supply air and water from the main system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.